Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveilance activities.

Event description:
We became aware on (B)(6) 2017 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 10mm x 340mm standard nail per the sign technique manual. Surgeon comment: "no healing on x-ray. Mild pain with partial weight bearing, moderate with full weight bearing. Took her back for bone graft and revision of the sign nail/fracture position---reduced the fracture, better angle and rotated the nail to get the screws away from the fracture line."